Manufacturer narrative:
(B)(4)

Event description:
It was reported the powermax elite mdu hand control is burnt out and overheating. This was discovered during testing and was not involved in patient care.

Manufacturer narrative:
The reported complaint could not be confirmed. Product was not burned out, nor did it overheat during functional testing. Unit was tested at speed setting of 500 and 5000 rpm¿s in forward, reverse, and oscillate. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. No failure was detected, device operated within specification